Event description:
Subsequent to the initial and final medwatch reports, user facility medwatch report (B)(4) was received stating, "patient came in with nstemi. Went to cath lab for a coronary stent placement. Used closure device and it became stuck inside of the patient; could not get it removed. Patient was taken emergently to the or where they removed the device and repaired the femoral artery. What was the original intended procedure? Pci to rca." No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Three unused sterile proglide devices with the same lot number, 30227k1, as the complaint device were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath, after a left heart catheterization diagnostic procedure. Reportedly, after the sutures were harvested, a lot of tension was felt when the lever was being returned to its original position, parking the foot. The proglide was unable to be removed from the artery. The lever was opened and closed several times with no resistance being felt; however, the device could not be removed from the artery. The patient was sent to surgery with the proglide device still in the artery. A cut-down procedure was performed and the proglide device was removed. Hemostasis was surgically achieved. No vessel repair was necessary. After the proglide was removed from the artery it was found that the foot was open. Patient is reported to be doing fine. There was a reported significant delay in the procedure due to the cut-down procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded and is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).